Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death / expired (cardiac death) could not be determined. The reported patient effects of death is listed in the mitraclip system instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2, b3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects and device malfunctions referenced in b5 are captured under a separate medwatch reports. Attachment: article titled "global longitudinal strain predicts outcomes in patients with reduced left ventricular function undergoing transcatheter edge-to-edge mitral repair¿.

Event description:
This will be filed to report death. This research article is a retrospective study designed to evaluate the timing and selection of optimal candidates for mitral transcatheter edge to-edge valve repair. Complications identified in the study included: partial clip detachment, complete clip detachment, chordal rupture, hemorrhage, heart failure, hospitalization, stroke and death. In conclusion, mitral valve repair with mitraclip is safe and it improves the mid-term functional class of patients regardless of left ventricular ejection fraction. Details are listed in the attached article titled, "global longitudinal strain predicts outcomes in patients with reduced left ventricular function undergoing transcatheter edge-to-edge mitral repair".